Event description:
It was reported the pipeline detached from the delivery system during procedure and was implanted in the patient. No patient injury reported.

Manufacturer narrative:
The pushwire was returned in two broken segments. Analysis of the break point showed the failure of the core wire occurred due to torsional overload. Pushwire separation. (B)(4).